Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No further information was provided on the reported issue.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.